Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention for improved coverage in the left arm. In turn, the lead was explanted and replaced. Therapy was restored post operatively.